Event description:
Customer reported the bag spike broke off inside the lipids bag. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.